Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in clinic for scheduled follow-up, inappropriate hv shocks due to oversensing was observed. Lead dislodgement was noted on x-ray. Lead re-positioning was unsuccessful, so the lead was explanted and replaced. Patient's condition was stable post-procedure and patient will continue to be monitored.